Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, diopter -7.5, into the patient's eye. On (B)(6) 2017 the lens was exchanged for a shorter and same diopter lens due to the lens being "too large." No other events noted. The problem is resolved.